Event description:
During the primary hip surgery on (B)(6) 2024, it was observed that the patient had sustained an intra-op fracture. The surgeon cabled the fracture around the proximal part and the surgery was completed successfully. On (B)(6) 2024, the surgeon noticed that the fracture was below the proximal part. Since the surgeon did not cable distally during the primary, he decided to revise the patient. The stem and head were substituted and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 26 january 2024: lot 2244892: (B)(4) items manufactured and released on 12-apr-2023. Expiration date: 2028-03-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.